Event description:
It was reported that the patient experienced sharp, almost electrical pain down his left arm. Far field r waves were present on the atrial channel on freeze capture but they were not being oversensed. A gradual increase in left ventricular pacing impedance was observed but within normal range and thought to be physiologic. Programming changes were to be discussed with a clinician. Further information was requested but was not yet available,